Event description:
The surgeon attached the trident cup introducer 2102 0200 to the all poly constrained cup introducer 2199 2022 ad introduced the all poly constrained cup into a bolus of simplex cement within the acetabulum. While doing this and pressurising the cup the threads within the constrained cup introducer fractured, rendering the instrument ineffectual at a very vital point during the operation. The surgeon did not use a mallet and did not (I believe) use excess force. The surgeon used the femoral head impactor as we used to in the past. However tension was raised by time lost while cement was setting and the cup slipped out of position as he changed instruments. Another item was used instead.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.